Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) did not seal. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained additional information: the customer informed the instrument was inspected prior to use and no physical damage was seen. The surgical task performed was sealing. It was noted the instrument worked at the beginning of the use but during the surgery the instrument stopped sealing. Successful sealing was observed. No errors, no audible signal while pedal was pressed. The seal cycle complete with fast audible tones did not occur nor was tissue effect observed during sealing. The customer informed tissue was never cut, and the target tissue was unknown. The diameter of the vessel was not greater than 7 mm. There was no evidence of vessel calcification. No chemo was exposed to the tissue before the surgery.

Event description:
Refer to h11 for follow-up information.